Event description:
Pt had poly core revised after 8 years of use.

Manufacturer narrative:
Poly core not returned for eval. Eval based on clinical report. Poly core reported at being split in the center.